Event description:
A mold was made to open mouth and push tongue into a consistent position for radiation treatment. Product used was low temperature pellet, adapt-it form. The mold would not release from the pt's lower teeth. (Upper released) a vacuum prevented lower teeth from releasing. Dr. Tried to release. After sometime oral surg. Was called. Pt to or to drill a hole in the mold.